Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30nov2020.

Event description:
The customer reported the main alarm won't turn off. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician washed the unit and the plate between the attachment and performed testing on the unit to address the reported problem. No part was replaced. The unit successfully passed the required performance verification test.